Event description:
It was reported, needle 23ga 1-1/2in bns tw, particulate in needle. Additional information can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No report of patient impact.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.